Event description:
Pt was revised to address a slightly loose tibial tray, which caused pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event without the product to examine. It was noted the product was a porous coated style and the product was reported to have been implanted approximately five months prior to revision. The investigation is unable to identify if satisfactory bony ingrowth can be achieved after five months implantation. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.